Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 70-89% stenosis. The bmw universal ii guide wire (gw) felt gritty (resistance) with the guide catheter upon insertion, and felt jerky and not smooth. The device was withdrawn and resistance was felt upon removal, but remained intact. There were no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed with a whisper ms guide wire. No additional information was provided.